Event description:
It was reported that at routine follow-up the pacing thresholds had increased. The possibility of perforation or lead dislodgement was noted. Additional information received from follow-up indicated that there was no capture which indicated a lead dislodgement. The lead was revised and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.